Event description:
During the procedure it was noted that the jaws of the forceps were sprung while removing a specimen from the device. All parts of the device were present, but the jaws would not close.